Event description:
The line which was inserted 14 days previously was in the left antecubital fossa. The manifold was found in the pt's bend with the remaining portion of the line in the pt. The line was discovered soon after breakage as no blood was lost. The line was removed.